Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 580 mg/dl; cause was unknown. The customer mentioned they had life threatening ketones, and their healthcare provider advised them to discontinue use of pump and revert to manual injections. Reportedly, a correction injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer reverted to a alternate method of insulin therapy.